Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction (noise in the image due to corrosion of the scope connector): flooding of the scope connector caused an electrical malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction (poor insertion of the instrument into the forceps channel): physical stress on the snake pipe caused it to collapse. The event (poor insertion of the instrument into the forceps channel) is detectable and preventable by handling the device in accordance with the following section of instructions for use: 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image due to corrosion of the scope connector, and poor insertion of the instrument into the forceps channel. There was no patient involvement.